Manufacturer narrative:
E1: patient city: (B)(6). Patient country: peru.

Event description:
Reference number (B)(4). Event occurred in peru. It was reported that the patient experienced infusion set tubing detachment issue on (B)(6) 2025. The tubing detached from the site after the set has been in use for one day. This issue led to an increase in blood glucose level (443 mg/dl). No further information available.